Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional pertinent information, it will be submitted on a supplemental report.

Event description:
The screw broken in patient body.